Manufacturer narrative:
The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with high sleep currents due to a faulty component. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and the batteries only last three to four days. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.